Event description:
Customer reported one presumed falsely elevated capillary blood lead test result with leadcare ii. Customer reported that the initial test result was 9.0 g/dl, and retesting sample from the same collection/treatment reagent (tr) tube, multiple times afterwards, resulted in values ranging from 37.0 g/dl to 40.0 g/dl. Patient was not sent to confirmatory testing. Customer indicated that while he was not the technician executing the testing, to the best of his knowledge, cdc recommendations for capillary blood lead collection are not followed. Upon request form magellan's technical services (ts), the customer indicated recent quality control results were not available, and that the site does not use microbial collection devices. Ts provided to the customer copy of the cdc recommendations for capillary blood lead collection and requested quality control results. On (B)(6) 2026 ts followed up with customer, left voicemail and sent email. On (B)(6) 2026 the customer indicated that personnel had been retrained on capillary blood collection according to literature provided by ts and reported no seen new presumed falsely elevated blood lead test result. On (B)(6) 2026 ts followed up with customer, requested specifics on training details that resolved their issues. Ts requested any test results that confirmation testing was performed on to be provided.